Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an unknown procedure. During the procedure, the surgeon attempted to put the spiral blade inserter (with the spiral blade attached) through the spiral blade hole in the aiming arm. The blade went through the hole but the inserter would not. The diameter of the inserter was too wide to fit inside the aiming arm. It is unknown if there was a surgical delay. The procedure was successfully completed with no patient consequence. Concomitant medical products reported: unknown spiral blade (part# unknown, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is for one (1) spiral blade inserter for ti humeral nails. This report is 2 of 2 for (B)(4).